Manufacturer narrative:
The insulin pump was received with a broken battery tube thread, a broken reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window noted.

Event description:
The customer reported via phone call that he had wear and tear on the reservoir and battery compartment of the insulin pump. Customer stated that the reservoir backs out of his pocket and he has issues with the plunger. Customer stated that there is a piece of plastic missing from the battery compartment. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.